Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the product's lot number was unavailable from the doctor's office.

Event description:
Dr. Reported that an implant failed due to infection and bone loss.